Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 3 of 4: reference MFR. Report#: 3006705815-2018-02053; reference MFR. Report#: 3006705815-2018-02054; reference MFR. Report#: 1627487-2018-08043. It was reported inflammation was present at the patient's lead site. A small fluid sample was taken from the lead site, but the results remain unknown. In turn, the doctor decided to administer antibiotics to the patient and explant their scs system due to a possible infection at the lead site. The issue resolved over time.